Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that two (2) implants were fractured two (2) and a half years after their placement in dental positions #12 and #22 respectively. The doctor informs that the patient did not suffer any impact on his health and that the patient must return to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event h2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Two osseotite® implant 3.25 x 13mm (osm313) implants were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. DHR review was completed for the subject lot number (2016020965). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016020965) for similar event using keywords fracture implant and no other complaints were identified. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. H3 other text : product not returned.